Event description:
The report received from the affiliate indicated that during a neurovascular procedure, the physician reported that the enterprise vrd and delivery system pre-deployed inside the hub of the unknown microcatheter (mc) and was discarded. The physician also reported that while shaping the agility 14 soft guidewire, it became stretched and thus unusable. Another enterprise system and agility guidewire were used to complete the procedure successfully. There was no reported patient injury. No additional information is available. Addendum: inspection of the returned product indicated that the coil was observed under microscope and a kink/bent stretched condition at 29.4 cm from distal coil tip end was noted. No other damage in the device was detected.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a neurovascular procedure, the physician reported that the enterprise vrd and delivery system pre-deployed inside the hub of the unknown microcatheter and was discarded. The physician also reported that while shaping the agility 14 soft guidewire, it became stretched and thus unusable. Another enterprise system and agility guidewire were used to complete the procedure successfully. There was no reported patient injury. No additional information is available. Inspection of the returned enterprise indicated that the coil was observed under microscope and a kink/bent stretched condition at 29.4 cm from distal coil tip end was noted. (B)(4): the product was returned for inspection. One non sterile enterprise vrd and delivery was received coiled inside of a plastic bag. No stent or introducer tube was received for analysis. No damage was observed in the involved device. No dry blood residuals or saline solution was observed in the device. The coil was observed under microscope and a kink/bent stretched condition at 29.4 cm from distal coil tip end was noted. No other damage in the device was detected. The functional analysis could not be performed since the stent and introducer tube were not received for analysis, and according to the dp (B)(4) is necessary that the stent is still inside the introducer tube. Note: cordis lot # 10010270 is lake region lot # 10010270. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10010270. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4), which were shipped from lake region medical on (B)(4) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer "stent/deployment difficulty-premature/in microcatheter hub" was not confirmed owing to the stent was not received for analysis. The cause of the kink/bent stretched condition over the coil could not be determined, however it does not appears to be manufacturing related sine the device did not present any obvious manufacturing defects or anomalies that may have contributed to failure as reported. The cause of event experienced by the customer during preparation of the device could not be conclusively determined owing to the received condition of the device; also the functional analysis could not be performed since the stent and delivery tube were not received for analysis. The device history records indicate that the product met specification prior to shipment; therefore no actions will be taken at this time. Shaping of the guidewire by the physician may have produced excessive stress or torque resulting in the reported stretching of the guidewire. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. Proper placement and securing of the introducer in the micro-catheter (mc) hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated in the microcatheter hub or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00123 and #1058196-2012-00151.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00123 and #1058196-2012-00151.